Event description:
Implant card was received confirming lead was replaced. The lead has not been received for analysis to date.

Event description:
Information was received that the explanted device was discarded. No additional relevant information has been received to date.

Event description:
It was reported that patient was seen in clinic and high impedance was seen on two different programmers after diagnostics was performed. Chest and neck x-rays were performed and reviewed with no obvious breaks in the lead per the nurse. X-rays for the patient were received and reviewed. The generator placement was determined to be normal in the left chest. Based on the scope of the image, the pin does not appear to be past the second connector block. The feedthrough wires appeared to be intact. The lead was visualized in the chest and neck. Per the images provided, strain relief was present but was not as specified in labeling. Two tie downs were visualized but due to the quality of the image, their placement per labeling could not be assessed. The lead wires at the connector pin appeared to be intact. The visible portion of the lead was assessed for fractures and discontinuities and none were noted from the images provided. Based on the x-rays received, the cause for the high impedance appeared to be due to incomplete pin insertion. Note that the presence of a lead discontinuity on the portion of the lead that is not visible in the provided images and/or a microfracture cannot be ruled out. Implant card was received noting patient had a battery replacement due to high impedance. It was indicated that the surgeon attempted pin reinsertion into old and new generator as x-rays appeared to indicate incomplete pin insertion as cause of high impedance however did not resolve. Patient's battery was changed and new one was left off. The surgeon noted there was no visible lead damage. No known surgery has occurred to date. No additional relevant information has been received to date.